Event description:
It was reported that the screw between the plate and the insert moved out of its original position and resulted in movement of the screw between the plate and the insert. Pt was not revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.